Manufacturer narrative:
Samples were collected via venipuncture in an edta 4ml sample tube. Samples were not rerun to confirm accuracy to the last acceptable control run. Unit was not performing within qc specifications with respect to controls and reproducibility at the time of the incident. Controls run at the time of the incident recovered half of the expected values. A field service engineer (fse) was dispatched on (B)(6) 2011 for this event. The fse inspected the operation of the wbc bath and performed troubleshooting. The fse replaced the wbc bath, reran samples, and compared results. The fse confirmed via email that the wbc bath resolved the erroneous wbc issue. Thus, the root cause was determined to be a defective wbc bath. Per bci product labeling, hmx hematology analyzer with autoloader provides the customer with various data, flags, and graphical representations that are designed for use as an integrated report. To assure that the system provides the most meaningful and accurate results, set up all definitive limits according to the laboratory's established reference ranges and use all report outputs for decision making purposes.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the white blood count (wbc) parameter reported half of the expected value on the coulter hmx autoloader analyzer on thirteen (13) different patients. Results were confirmed to be erroneous when compared to the manual slide and when ran on an alternate instrument that correlated well with the expected results. All of the results were flagged with system generated messages. The erroneous results were not reported out of the laboratory. One example of such results, provided by the customer. There was no death, injury, or change to patient treatment in this event.